Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: (B)(6). Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure and was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient underwent an explant procedure and was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 7104975,model/catalog description: linear st lead kit 50 cm,unique identifier (UDI) #: (B)(4).model number/catalog number: sc-2218-50batch/lot number: 7105217,serial number: (B)(6),model/catalog description: linear st lead kit 50 cm,unique identifier (UDI) #: (B)(4).